Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the insulin pump went into threshold suspend with a blood glucose level in the range of 180 to 200 mg/dl. Customer also reported large differences between sensor glucose readings and blood glucose readings. Blood glucose level at the time of the call was not provided. No further information was provided.